Manufacturer narrative:
Product event summary: analysis was not able to confirm the customer comment of an interrogation issue. The head was able to interrogate with the provided programmer. It was noted that the label was delaminated and it was replaced. The head passed final functional and systems tests and no other anomalies were found.

Event description:
It was reported that the programmer was extremely slow to load after interrogation, and the printer of the programmer was also slow. Tests with the device were not able to be performed; the programmer would output an error saying the radio frequency (rf) programmer head lost telemetry when a test was attempted. A different programmer and rf head were used to complete the tests. The programmer and rf head have been returned for repair. No patient complications have been reported as a result of this event.